Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 68x47mmm diameter and 115mm in length abdominal aortic aneurysm. The proximal neck was 19 mm in diameter and 15 mm in length. The left common iliac artery was 13 mm in diameter and the right common iliac artery was 10 mm in diameter. The right external iliac artery measured 7 mm in diameter and the left external iliac artery measured 8 mm in diameter. The right internal iliac artery measured 27 mm in diameter and the left internal iliac artery measured 20 mm in diameter. The distal aorta was 16mm x 24mm. At the index procedure during implant of the contra limb, the flow divider marker was mistaken for contra limb marker. Due to the inaccurate delivery an extension was added from the flow divider. At patient discharge it was confirmed that the patient had an anaphylactic reaction against contrast agent at the index procedure. The patient was not treated for the reaction; however they avoided using it after it was confirmed to be a problem. It was reported that the patient visited the facility and complained of pain in the right gluteal muscle. The physician decided to monitor the patient. The patient presented emergently with claudication. After a thrombectomy using a fogarty catheter, pta ballooning was given from terminal aorta to the origin of right common iliac artery with another manufacturer¿s device. Also, another manufacturer¿s 8mm stent was implanted in the right external iliac artery landing zone. No additional clinical sequelae were reported and the patient is fine. Physician¿s comments: it is deemed that limb occlusion was led by thrombosis which would be associated with stenosis of terminal aorta and right eia. A review of films pre-implant show an angulated proximal neck. The 7cm max diameter aaa contained thrombus. The distal aorta flow lumen was approximately 19 x 22mm. The right common iliac was approximately 12mm diameter and calcified, the right internal iliac was aneurysmal at 23mm diameter, and the right external iliac diameter was 7mm and also calcified. Images post-implant were not provided; therefore the reported occlusion event could not be assessed. It is possible that the small distal aorta and the small and calcified right external iliac artery may have contributed to the reported occlusion.

Manufacturer narrative:
(B)(4). Method: (film evaluation). Results: inherent risk of procedure (claudication, contrast toxicity), patient¿s condition affected effectiveness of device (anatomy related; occlusion was due to stenosis of the tight distal aorta and right eia, anaphylactic reaction from the contrast agent). Conclusion: known inherent risk of a procedure (claudication, contrast toxicity), device failure related to patient condition (anatomy related; occlusion was due to stenosis of the tight distal aorta and right eia, anaphylactic reaction from the contrast agent).